Event description:
The pt had not been feeling "good." The pt visited the hcp a dye study was performed: the catheter was "tangled" outside the spine. Pump and catheter replacement options were being considered. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).